Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. The device's solenoid valve needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not working. There was no harm or injury reported. The device's solenoid valve needs to be replaced to address the issue. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve functioned as designed and operated without issue or error codes.